Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st w/ echo device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove dense, copious adhesions of bowel and omentum. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent laparoscopic repair of ventral hernias. A ventralight st w/ echo was implanted in patient during this repair. On (B)(6) 2016: the patient underwent an additional surgical procedure. Upon entering the patient's abdomen, the physician noted that there were dense, copious adhesions of bowel and omentum to the mesh causing the laparoscopic surgery to be converted to an open surgery. Patient also requires further medical treatment, including likely need for future surgeries. The mesh implanted in patient failed to reasonably perform as intended. The patient was caused to suffer severe personal injuries, pain and suffering. The attorney alleges general allegations for past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by patient, permanent impairment, mental pain and suffering.